Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the flexible screwdriver broke while tightening the screw per the surgical technique. It was noted the surgeon had sufficiently tightened the screws, so no further tightening was needed and the surgery was completed. No impact or consequences to the patient were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.